Event description:
Home monitoring alert for shock impedance out of range greater than 150 ohms since december 21st. There appears to be artifact on the farfield channel. There is no noise currently on the rv channel or inappropriate therapy at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.